Manufacturer narrative:
(B)(4). The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of user facility information and retention samples of the involved product/lot number combination. A visual inspection of the retention samples revealed no anomalies or defects. Retention samples from the complaint lot were evaluated through sensory inspection and revealed no defects. Sheath activation and sheath deactivation force were evaluated on the retention samples and confirmed to meet manufacturer specifications. Functional testing could not reproduce the reported failure. A lot history file review was conducted with no relevant findings. Prior to shipment, qc conducts outgoing visual inspection and all samples for the complaint lot passed. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. The same user facility reported a similar event for another device with the same product code/lot number combination, see MDR 3003902955-2016-00047. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Device not returned to manufacturer.

Event description:
An hcp reported that the safety device never activated after hearing audible click. The hcp ultimately suffered a needle stick. Additional information was reported on (B)(6) 2016: the needle stick occurred while using hard surface activation. The hcp required undisclosed medical treatment.